Event description:
Customer observed non-reproducible advia centaur xp ca 19-9 results on a patient sample. The results were also discordant compared to the results from a second sample from the same patient. There are no reports that patient treatment was altered or prescribed based on the results. There are no reports of adverse health consequences based on the discordant advia centaur xp ca 19-9 results.

Manufacturer narrative:
The cause for the non-reproducible advia centaur xp ca 19-9 results is unknown. No other assays were run on the patient. The customer stated that there is no way they can do a type and cross or any other testing to determine if the samples are from the same patient. A siemens field engineer was dispatched to perform a total service call. The aspirate and dispense were acceptable. The acid base volumes were acceptable. Alignments were acceptable. The luminometer was cleaned and evaluated and found to be acceptable. The sample air pump was acceptable as were the dark counts with cuvettes. All quality control results were within the customer's ranges at the time of the patient testing. The instrument is performing within specifications. No further evaluation of the device is required. The limitations section of the instructions for use states the following; "note: do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 1-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation. Warning: do not use the advia centaur ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of advia centaur ca 19-9. Normal levels of advia centaur ca 19-9 do not always preclude the presence of disease."